Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation has found through the device history record search that the processor pcb installed into the device did not match the processor pcb recorded on the device history record. Through review of the device history record it was determined that the processor pcb was swapped with another pump. This is an indication that the processor pcb is not original to the device and was installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. The device could not be repaired and has been removed from service.

Event description:
During baxter's evaluation of spectrum pump, evidence of tampering was found. It is unknown if there was patient involvement with the device after the unauthorized service was performed.